Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a morphine syringe was programmed for a continuous dose of .27mg/kg/hour with a rate of 2.43 ml/hour. A bolus dose of .267mg/kg was given at a rate of 28.8ml/hour. Five (5) minutes following the bolus does it was reported the channel was found shut off. The module was turned back on and restarted. There was patient involvement however no patient harm.

Event description:
It was reported a morphine syringe was programmed for a continuous dose of .27mg/kg/hour with a rate of 2.43 ml/hour. A bolus dose of .267mg/kg was given at a rate of 28.8ml/hour. Five (5) minutes following the bolus does it was reported the channel was found shut off. The module was turned back on and restarted. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit : c20 - no findings available additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a channel shut down was not able to be confirmed or replicated. Inspection, log review, and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation. All infusion detail reports within the facility response provided the drug ID as morphine at a rate of 28.8 ml/h, date of the event reported as 23nov2024, start time of the infusion at 07:07 am and the alarm of infusion completed after during 0 seg; however it did not contain keystroke programming and are not validated for log analysis purposes. It is not known if any of the following conditions may have existed at the time of the reported incident: per product labeling, alaris system user manual (v9), it states within warnings and cautions of the loading instructions: ¿ when powering up the instrument, verify the instrument beeps and all display led segments flash. This confirms that the instrument has performed its self-test and is operating correctly. During operation, the instrument continually performs a self-test and will alarm and display a message if it detects an internal malfunction. ¿ failure to perform regular and preventive maintenance inspections may result in improper device operation. ¿ perform regular inspections before each use ¿ perform preventive maintenance inspections annually ¿ if you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair. ¿ do not return the device to patient use if there are fractured iui connectors, cracks, surface contaminants, discoloration, or other damage to iui connectors. ¿ the devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the complaint of channel shut down was not identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation.